Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient developed irritability after intubation. It was indicated that after the tracheal intubation was removed, the fixed balloon was deformed severely. Immediately after replacement and reinsertion, the patient's symptoms were relieved .